Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer's cartridge was loosened during cartridge change due to case being too tight. There was no adverse impact to the customer's blood glucose. During troubleshooting, pump functioned as intended.